Manufacturer narrative:
Date sent to the FDA: 6/23/2022. Additional b5 narrative: it was reported that following the procedure the patient experienced infected abdominal mesh.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020.

Manufacturer narrative:
Date sent to the FDA: 8/2/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 8/20/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted extensive adhesions involving follow viscus to the entire surface of the patient¿s previously placed proceed mesh. These adhesions were most notable in the left upper abdomen where the patient had an obvious mesh erosion into the bowel with an enterocutaneous fistula into the subcutaneous space giving rise to the patient¿s recurrent abscesses. Foci of high grade obstruction of loop of small bowel adherent to the loop of bowel that had fistulized into the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information is provided.